Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
The end user was in the process of transferring himself using an independent lifter. During the transfer, the left torso support pad and core, which curves around the back for support, separated into two parts and fell off. The end user fell to the ground. He was not injured.